Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 305mm from end of hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on 15jun2016. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm in length, 3mm, in diameter, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary (rca) artery. The lesion contained >45 and <90 degrees bend. A 3.50x24mm promus element ¿ drug-eluting stent was advanced but while negotiating over the wire, the shaft of the stent delivery system became kink. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.